Manufacturer narrative:
Other applicable components are: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
A patient reported via a healthcare professional (hcp) on (B)(6) their batteries were discharged and after she charged them, the left one came on and started running but she could not turn on the right side. The patient reported via a manufacturer representative they are unable to recharge the device and the patient programmer shows an icon with a programmer. The ins has been off since last friday. The patient's mood has been not so great, they "felt different" and had a minor headache but the hcp attributed this to tension/not feeling well and not the device. The patient stated they have seen messages before that they need to charge device, but they always go away when patient charges. The hcp noted they interrogated left side with the clinician programmer and it is working fine. The hcp interrogated with the right side with the clinician programmer and it recognized the patient's setting (9.5 v, 130 rate, 210 pw) and the battery was charged. The hcp mentioned they saw messages "charger sooner" and "stimulation is off." The hcp ran electrode and therapy impedance and those were fine and coupling has been good. The hcp then exited the clinician programmer and were able to use the patient programmer to turn the ins on. The hcp then interrogated with the clinician programmer again and the messages were gone and it showed the ins was on. The hcp stated the patient programmer is no longer showing the in the box icon and ins is on and battery is ok. It was noted the patient uses the al feature. It was noted the issue was resolved by interrogating the ins with the clinician programmer. The patient is implanted for depression.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the hcp reported that the patient's mood worsened over the last 2-3 days prior to (B)(6) 2016, and that they were more irritable and anxious with some anhedonia and lassitude. It was found that both the left and right dbs systems were good with coupling and the impedances were good, with the patient able to turn the implantable neurostimulator (ins) on. It was confirmed that they believe the problem was not an overdischarge but that the patient was using the antenna locate mode and pressed the green button too quick which triggered the error on the programmer.

Event description:
Follow-up information was received from the hcp reporting that as of (B)(6) 2016, the patient's mood and anxiety have improved and are now asymptomatic. The hcp also reported that the patient was tolerating bilateral stimulation. The originally reported issue of being unable to recharge the patient's right ins has been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.